Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The failure occurred not during treatment. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-10. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be determined, because the failure could not be reproduced. However with reference to the hl20 risk management file the most probable root causes could be determined as following: (un)intended change of pump speed by e.g.: deactivated interventions / override, by knob, by display setting, slave mode (controlled by master). The review of the non-conformities has been performed on (B)(6)2023 for the period of (B)(6)2018 to (B)(6)2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-07-11. Based on the results the reported error message: "runaway" could be confirmed, but no product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred not during treatment. No harm to any person has been reported. Complaint ID: (B)(4).